Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and life threatening ketones. A system check with tandem technical support showed the pump was functioning as expected. A review of the pump history showed that boluses were delivered. While hospitalized, the customer was treated with intravenous insulin and antibiotics. The customer was released (B)(6) 2016.